Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Per device explantation report, the electrode array had partially migrated out of the cochlea. During revision surgery to re-insert the electrode, the array was damaged and therefore the patient was re-implanted with a new device.

Manufacturer narrative:
Conclusion: according to the patient report, the device was explanted due to partial migration of the active electrode out of cochlea and inadvertent damage to the electrode array during re-insertion surgery. Device investigations revealed damage to the electrode array compatible with the reported re-insertion attempt during revision surgery. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
Explanted device was received for investigation. Per device explantation report, the electrode array had partially migrated out of the cochlea (3 channels). During revision surgery to re-insert the electrode, the array was damaged and therefore the patient was re-implanted with a new device.